Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported tat the patient was hospitalized for 7 days due to high blood glucose (bg) levels of 48 mmol/l (864 mg/dl) after falling down the stairs and damaging the omnipod personal diabetes manager (pdm) and being unable to deliver bolus through it. At the hospital, the patient received a blood transfusion, fluids for dehydration, insulin and (oxazepam 10 mg) dose 5 mg twice a day for pain and paracetamol for extra support.